Manufacturer narrative:
No product has been received to date so an examination cannot be performed.

Event description:
It was reported that screws are breaking in the profile zero sets. No reported adverse effect to the patient.